Manufacturer narrative:
The customer provided the manufacturer with a download of an operation log reported to be from the subject device. It did not provide information that would explain the reported event.

Event description:
Reportedly, the pump was delivering vancomycin in piggyback with "d5.9 normal saline with 20meqkci" in the primary bag. The pump reportedly delivered from the primary bag, so that, the piggyback container was not delivering when expected. The patient was not injured, but the incident prolonged the patient's hospital stay.